Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an iliac stenting treatment procedure, stent fracture occurred. The target lesion was located in the right external iliac. A 5x57mm express ld iliac/biliary premounted stent ripped apart in three places. Due to the fractures the stent restenosed and the physician will have to treat again. The procedure was completed with this device. No further patient complications were reported.